Event description:
It was reported that during a da vinci-assisted thymectomy procedure for mediastinal mass resection, bleeding was seen from the vicinity of the superior vena cava (svc) and the base of the brachiocephalic vein. The bleeding could not be controlled with applying pressure and as a result, the procedure was converted to an open procedure. At the time of the conversion to open surgery, a cadiere forceps instrument was used to help control the bleeding while all the other patient side cart (psc) arms were undocked. After the chest was opened, the cadiere forceps instrument was removed using an emergency wrench (instrument release kit). Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the bleeding came from near the base of the svc and the brachiocephalic vein, as soon as the specimen was taken. When the specimen was lifted, a blood vessel behind the specimen twisted and tore. The amount of bleeding was 400ml. The bleeding was stopped by applying "taco seals" (3rd party tissue adhesive sheets). The surgeon stated that the cause of the bleeding was due to the surgeon's insufficient understanding of anatomical structure and tissue manipulation problems that led to the hemorrhage. There were no product issues with the da vinci products that caused the bleed. It was confirmed that the cadiere forceps instrument did not cause the injury and was just used to try and achieve hemostasis. The customer stated that no instruments will be returned to isi for evaluation since the instruments were not the cause of the bleeding. Photographic images/videos are not available for isi to review.

Manufacturer narrative:
Based on the current information provided, the surgeon stated that the cause of the patient¿s intra-operative complication was due to the surgeon's insufficient understanding of anatomical structure and tissue manipulation problems. It is also possible that patient anatomical challenges with a mediastinal mass resection may have increased the complexity of use. There was no da vinci product issues that caused the bleed. If additional information is received, a follow-up MDR will be submitted. The cadiere forceps instrument which was used to clamp on the bleeding vessel was returned for failure analysis. There were no issues found except for the identification board being corroded, which is typically caused by improper cleaning/ reprocessing techniques. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted thymectomy procedure, bleeding was seen from the vicinity of the svc and the base of the brachiocephalic vein after removal of the specimen. As the specimen was lifted, a blood vessel which was lying behind the specimen twisted and was damaged, resulting in bleeding. In order to control the bleeding, the procedure was converted to open surgery. There is no allegation of system, instrument or accessory malfunction during the procedure and no allegation that the da vinci system contributed to patient harm. Blank MDR fields: follow-up was attempted, but the missing patient information either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Information for the blank fields in initial reporter name and address is not available.